Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto mapping system. Other company¿s devices were used during this study: cardiolab system (general electric healthcare), ensite navx (st. Jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 2 patients with ventricular tachycardia underwent radiofrequency catheter ablation and suffered pericardial bleeding. Additional information was received indicating that reported adverse events had nothing to do with bwi equipment. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "importance of ventricular tachycardia induction and mapping for patients referred for epicardial ablation." The purpose of this study was to determine the utility of a strategy of initial programmed stimulation (pes) under light sedation in patients referred for epicardial ablation of vt. Twenty five patients were enrolled in the (B)(6) group. The study was conducted between november 2011 to november 2014. Thermocool or thermocool sf catheter was used in this study, however catalog and lot number are unknown. Biosense webster takes conservative approach to open this complaint under navistar thermocool ablation catheter.